Event description:
Information was received from a patient's (pt) representative regarding an implantable neurostimulator. The reason for call was caller stated that the patient's stimulator has been turning off on its own since the last programming session that occurred a little over a month ago and they are trying to figure out why.  Caller noted that they were looking at the stimulation usage in the diaries and they see that consistently almost every day there is a little purple therapy unavailable indicator. Caller mentioned that patient notices that the pain was there and then they will reconnect and the therapy will display as off. Caller confirmed that patient was using adaptive stim but that does not seem to be related as the pt was indicating ins shows as off. The pt was not using cycling. The pt had one single charging session over the last displayed sessions in the recharge diary that showed the ins may have been depleted but for the most part the pt is keeping ins charged, doing charging sessions when ins is 40-70%. Pt was not using cycling. Pt pr imarily using legacy programming where pt could feel stim.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.